Event description:
Customer reported nurse hung chemo and shortly after the start of infusion (vidaza -azacitidine - 125mg), found the chemo leaking onto the floor. The leak was coming from the bottom of the drip chamber. The set will be sent back for investigation. No patient/user harm reported. No further information was available.

Manufacturer narrative:
(B) (4). (B) (4). The product has been requested to be returned for evaluation, but to date has not been received. A follow up report will be submitted if further information is obtained.